Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's daughter, reported the customer applied the adc freestyle libre sensor and it "did not start". Caller further reported the customer experienced symptoms of severe low blood sugar and the customer's wife injected the customer with glucagon. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch. Observed sensor patch plug had not been seated correctly. Attempted to extract data from returned patch using approved software. Patch data extraction was successful. Patch state was 1 (storage state) with 5 insertion failure(s). Patch plug was observed to be not fully seated and was sticking out of the mount. Issue was identified as being attributed to use and no product deficiency was identified.

Event description:
Caller, customer's daughter, reported the customer applied the adc freestyle libre sensor and it "did not start". Caller further reported the customer experienced symptoms of severe low blood sugar and the customer's wife injected the customer with glucagon. No further treatment was reported. There was no report of death or permanent impairment associated with this event.